Manufacturer narrative:
(B)(4): a complaint sample was not provided for evaluation. Consequently, the quality of the product could not be evaluated in regards to the reported failure mode. A 24-month review of complaint data (8/1/2012 ¿ 7/31/2014) did not identify any trend with this or similar failure modes. A review of all methods and personnel used in the assembly of the device did not identify any issues that may have contributed to the reported failure mode. Consequently, the investigation determined no contribution of manufacturing personnel to the reported complaint failure mode exists. A thorough review of applicable manufacturing procedures and quality plan inspections did not identify any issues that may have contributed to the reported failure mode. Consequently, the investigation determined no contribution of the manufacturing processes to the reported complaint failure mode exists.

Event description:
The implanting md accidentally pushed the guide wire into the pleural space when he threaded the 16 fr. Peel-away introducer sheath over the guide wire. The distributor had informed them during the first implantation to take care that the guide wire is visible at the rear end of the peel-away introducer and to hold it there or clamp it, so that it does not follow the peel-away introducer into the pleural space. After the incident, they remembered that we had informed them about this, but then it was too late. The guide wire was removed by a thoracic surgeon a week later and the patient is doing well.